Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.25 mm x 15 mm apex¿ balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. Two different balloon catheters were then used and a stent was deployed. The procedure was completed. There were no patient complications reported and the patient's status was fine.